Event description:
Boston scientific received information that two days after the implant of this right ventricular (rv) lead, the patient developed a pneumothorax. The patient was hospitalized and percutaneous drainage was performed to resolve the incident. No additional adverse patient effects were reported. The physician reported that the pneumothorax was not related to the lead but rather due to the initial implant procedure.

Manufacturer narrative:
(B)(4). The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.